Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had safety disk that failed upon installation. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) encountered the issue and replaced the safety disk (0202-00-0140) which failed upon installation. The fse replaced the safety disk failed again, but the second attempt also failed upon installation. The third attempt was successful replacement of safety disk, and the fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 4 mmhg. Factory specification is +/- 6mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure (B)(4) rev aj. Please refer to the root cause evaluation field for details.the non-conformances with the returned components were confirmed. Therefore, the root cause is not confirmed.